Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 cubies were not detected on bus.the customer attempted to reboot the station and checked the back of the machine, and the associated t-board had no lights on. Additionally checked for loose cables to the t-board, but the issue persisted.as per part investigation, it was determined that there was shorted diode d501 / mosfet q501 on the drawer controller board and fluid ingress of part pn 151630-01 which produces a short/miscommunication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.part analysis:the reported condition of "main drawers 2.1 and 2.2 are both not detected on bus" was confirmed by field service engineer and subsequently validated in the dchu testing process.according to work order (B)(6)the fse replaced module controller board for main 2 and replaced drawer controller board on main 2.1, configured and verified functionality through hardware test application (hta).during dchu visual inspection:part number 151622-01: was received in good condition with no signs of physical damage, missing components or any other anomalies.part number 151630-01: was received with signs of fluid ingress and physical damage.during dchu testing:part number 151622-01: failed dmm testing due to low resistance (0.3 q) between tp505 (gnd) and tp502 (5v1), indicating a short circuit.part number 151630-01: no further dchu functional testing was required, as fluid ingress was already confirmed during visual inspection.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:it was determined that the root cause of the drawer not detected on bus was attributed to a shorted diode d501 / mosfet q501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality and fluid ingress of part pn 151630-01 which produces a short/miscommunication.